Event description:
It was reported that a device was used during an unknown procedure. It was reported during insertion, shield would deploy prematurely before trocar penetrated the peritoneum. Opened new trocar to complete case. There was no consequence to patient.